Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while trying to bolus. Customer's blood glucose was 233 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that the device was exposed to magnetic field/body scanner. The customer stated they are able to complete rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.